Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose value of 288 mg/dl. The customer treated with manual injection. Standard troubleshooting was performed on the customer's insulin pump. The insulin pump functioned according to specification. The customer stated her health care provider indicated that the insulin pump was not functioning properly. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.